Event description:
This is a report of a disconnection that occurred between the patient's catheter and transfer set during the patient's night therapy. Following the event, the plastic adapter in use was replaced with a titanium adapter. The patient was later able to resume therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.